Event description:
Adverse event: procedure interrupted; failure to track. Malfunction: failure to fire. A surgeon reported that the laser would not fire at the beginning of the surgical procedure. The surgery was aborted and then there were three attempts to restart the procedure. The surgery was restarted after the fourth attempt and the procedure was completed at that time. It was noted that the axis was changed by the user after the first abort and tracking issues were observed. A possible cause for this event is a small or dark pupil requiring extra attention to ir adjustment and monitoring of the tracker monitor screen for adequate tracking to occur. The surgery was delayed. However, there was no pt injury reported.

Manufacturer narrative:
Determination of root cause: assessment: facility reported that their laser would not fire at the beginning of the surgical procedure. The user aborted/ restarted surgery and was able to complete the case on the fourth attempt. This issue was addressed via phone support. It was suggested by phone to the user that a possible cause may have been small or dark pupils requiring extra attention to ir adjustment and monitoring of tracker monitor screen for adequate tracking. Log files show that the tracking function was within specs for the case before this eye and during the successful attempt and completion, indicating tracking system was within spec during the failed attempts. Conclusion: based on the results of the investigation, the root cause of the event is user related, specifically, the operator failing to properly adjust the ir for the pt. (B) (4)